Event description:
Same case as MDR ID: 2134265-2014-02113. It was reported that balloon rupture occurred. The target lesion was located in the leg. Two 2.5mm x 40mm x 145cm coyote es balloon catheters were used to dilate the lesion. During the 1st inflation at 6-8 atmospeheres, the balloons ruptured. The devices were removed completely from the patient. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The catheter was visually and tactilely inspected; there was blood and contrast in the inflation lumen and in the balloon. Microscopic examination of the balloon revealed balloon pinhole 22mm from the distal tip. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the leg. Two 2.5mm x 40mm x 145cm coyote es balloon catheters were used to dilate the lesion. During the 1st inflation at 6-8 atmospheres, the balloons ruptured. The devices were removed completely from the patient. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4).